Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during wound check in clinic the right ventricular threshold was noted to be significantly higher than implant. The r-waves were noted to decrease in amplitude. X-ray showed that the lead may have advanced further into the right ventricle. The lead was removed and replaced without complication. The patient was stable.